Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately calcified coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation, however, during the second inflation at 12 atmospheres for 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient injuries reported and the patient condition was good.